Manufacturer narrative:
Device analysis for the lead revealed as received it was broken between electrode 3 and 4 and received in two segments. On the distal segment conductors 0 to 3 are broken 3.7 cm from the distal end where the lead is segmented. On the medial segment conductor 7 is broken at the distal end of the bumpy injex anchor. Belongs to the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, serial #: unknown, implanted: (B)(6) 2015, product type: lead. Product ID: 3877-45, serial #: unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3877-45, serial/lot #: unknown. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that one of the leads was torn in two parts without contributing external factors. X-ray confirmed the torn lead. Surgery had to be scheduled in order to explant the fractured lead. Surgery was complex due to cervical position of the lead. The surgery field was quite large because explantation of the fractured lead was complex. After surgery the patient had severe pain in that area. Probably transient pain due to surgery wounds. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Conclusion code belongs to the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative reporting that the lot number of the torn lead was either 0209227858 or 0209228080. It was unknown which lot number it was.